Event description:
It was reported that the system 7 reciprocating saw was found in sterile processing with a cracked head and the tip was broken off. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 reciprocating saw was found in sterile processing with a cracked head and the tip was broken off. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of tip broken off blade mount was duplicated. It was confirmed that the tip of the blade mount was broken off the drivetrain assembly. Possible causes include material fatigue and accidental mechanical impact.